Event description:
When the synchromed ii pump reaches its end of service (eos), it is designed to automatically stop infusing drug and will sound the critical two-tone alarm. Approximately 90 days before eos, the elective replacement indicator (eri) occurs and the non-critical single-tone alarm sounds. In some cases when the eos date falls on the first day of the calendar month, it is possible that the programmer may display an incorrect or undefined replace pump date. The display of an erroneous date does not impact pump function or alarms, and the pump will continue to operate for 90 days as described in product labeling until end of service (eos) is declared. It was reported that the health care provider was aware that the patient's pump should be replaced prior to eos (end of service) on (B)(6) 2011. The pump was replaced on (B)(6) 2011. The pump contained morphine 35 mg/ml at a dose of 15.507 mg/day. Telemetry strips revealed that eri (elective replacement indicator) occurred on (B)(6) 2011; eos (end of service) occurred on (B)(6) 2011. The patient experienced no signs or symptoms per the reporter. There was no patient injury; the patient recovered without sequela.

Manufacturer narrative:
Software card model 8870, lot# unk, serial# unknown, programmer model #: 8840, lot# unk, serial# unknown, catheter model #: 8709, lot#: j12034r24, implanted: 2004 (B)(6), explanted: unk. Analysis of the pump revealed no significant anomalies; end of service due to time progression. This report is being filed pursuant to previous notification documented in manufacturer report #s which stated that medtronic may contact up to 10 physicians who were following potentially affected devices: 3007566237-2011-09070; submitted (B)(4) 2011; 3007566237-2011-09071; submitted (B)(4) 2011; 3007566237-2011-09072; submitted (B)(4) 2011; 3007566237-2011-09073; submitted (B)(4) 2011; 3007566237-2011-09084; submitted (B)(4) 2011. Additional investigation into the issue confirmed that this pump was susceptible to an erroneous schedule to replace the pump by date on the model 8840 programmer or printed strip and this pump was an active implant at the time of physician notification. This correction report does not represent a product problem.